Event description:
It was reported to philips that during a procedure the screen went black and the message "low load fluoro flavor selected". The procedure was continued on another system. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was diagnostic procedure when the issue occurred, and the procedure was completed by transferring the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the small focus was defective. Upon functional testing, the fse found that the small focus was open filament. To resolve this issue the fse replaced the tube. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was diagnostic procedure when the issue occurred, and the procedure was completed by transferring the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the small focus was defective. Upon functional testing, the fse found that the small focus was open filament. To resolve this issue the fse replaced the tube. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name and the FDA product code have been updated.